Event description:
During use of the device for a cardiopulmonary bypass procedure, the air bubble detection system continually alarmed. An alternative device was employed and the case concluded without incident. There was no adverse consequence to the patient as a result of this event.